Event description:
Reporter indicated that vns pt has recently experienced six grand-mal seizures. It was reported that the treating neurologist would not adjust the pt's device settings. It was reported that the pt also has a lump on the back of the head. When having one of the seizures she stopped breathing for a short period of time. It was reported that since the pt went without oxygen for so long, the pt's memory has been "wiped out", and the pt is unable to do the basic skills finding things. Investigation to date has been unable to determine whether or not the recent seizure episodes are above the pt's pre-vns baseline seizure frequency and whether or not the events are related to the ncp system.